Manufacturer narrative:
The spine clamp was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The tip of the driver was not twisted but had been worn down and rounded out somewhat. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had multiple damaged instruments. The driver tip was bent. No patient was present at the time of the event.